Event description:
After performing an endoscopic sphincterotomy, the physician used a cook endoscopy zilver biliary self-expanding metal stent. The physician advanced the stent and delivery system into the biliary duct. After successful stent deployment, the tip of the delivery system detached into the biliary duct. The detached section was removed from the pt with forceps and a snare. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: cook endoscopy received the product for eval on nov 22, 2010. The product was returned to our approved supplier for eval the next day. We have not yet received the eval results from the approved supplier. A follow-up MDR will be submitted on or before dec 22, 2010. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state , we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all zilver 635 biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.